Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the patient presented with endophthalmitis and pseudomonas aeriginosa which was after surgery for right cataract and intraocular lens implant used from other company. The procedure details and patient harm was not reported.

Manufacturer narrative:
A review of the device history record (DHR) traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the DHR for the reported suspect product also confirms that this product has been sterilized and all sterilization cycle parameters were verified for acceptability prior to release. The customer reported postoperative endophthalmitis. It¿s important to note the report indicates "the customer does not know the cause of the cases however they used company products so needed to report." It's important to note this pak expired in august of 2022 and it appears based on the reporting date the event occurred april 2023, 8 months after the pak expired. No sample was returned for root cause evaluation therefore the condition of the product could not be verified. Paks are an assemblage of single-use medical devices and accessories provided to the customer in a sterile manner. An evaluation is conducted to ensure each requested item meets customer, process, and regulatory requirements. Several sizes are available to accommodate the best fit for the pak. Once the paks are assembled and sealed, they are all sterilized as a complete unit. Sterilization has taken into account the worst case of the pouches to ensure all paks meet all sterilization cycle parameters for acceptability prior to release. The root cause of the customer's complaint could not be conclusively determined as a sample was not received and the condition of the product could not be verified. As the root cause is unknown, the relationship, if any, of the pak to the reported incident cannot be determined. The root cause for this complaint is not known, therefore, specific action with regards to this complaint cannot be taken. Current tracking indicates no adverse trend for this lot for this event. All paks are delivered to our customers in a sterile manner. An evaluation is conducted to ensure each requested item meets customer, process, and regulatory requirements. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate.